Event description:
It was reported that the customer received an auto-off alarm 12 hours after no interaction with the pump/ the customer did not hear the alarm and did not resume insulin. Reportedly, the customer's blood glucose level was elevated with possible ketones. Customer's mother treated customer by resuming insulin and administering fluids. Customer's blood glucose level was reported as stable.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.